Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings: a review of the pump history showed multiple low battery warnings were recorded. During testing, the pump powered to the ¿verify¿ screen in accordance with normal operation. Evaluation revealed that the battery compartment was fully intact; no cracks were observed. There was no evidence of moisture contamination found inside the battery compartment. The battery cap was able to fully tighten to the pump and no power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of intermittent contact found on the battery terminal contacts. The battery life issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a shortened battery life issue. The reporter stated the batteries required replacement every 3 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.